Manufacturer narrative:
E1: patient city: (B)(6). Patient country: egypt. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient had experienced low blood glucose levels, leading to hospitalization on (B)(6) 2024, at 11 pm. The blood glucose value at admission had been 56 mg/dl. The patient had type 1 diabetes and had been using an insulin pump until 4 pm. Consecutive low readings had started at 10:30 am on the same day. The hospital stay had been less than 24 hours, during which insulin had been administered using an insulin pen. The most recent set change had been on 6 sep 2024, at 10:00 pm. No pump damage or alarms had been reported. No further information available.